Manufacturer narrative:
(B)(4). Please see related record (B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 06/04/2026. It was reported that a signal loss event had occurred. It was determined that the signal loss event earlier in the day (captured in this complaint) was not associated with any reported symptoms. During this time, the patient consumed food and self-administered a bolus via her insulin pump without a corresponding cgm value. A separate adverse event that occurred later the same day is documented in complaint (B)(4). Therefore, this would not constitute a serious adverse event as there was no serious injury, medical intervention, or permanent impairment for the signal loss. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that signal loss occurred. The wearable was inserted into the skin. On 03/03/2026, per documentation from the pump partner, it was reported that the patient experienced an unremembered cgm message and had a communication issue. At the time of the event she utilized an omnipod 5 insulin pump. The sensor was insertion date and sensor location were not specified. The customer stated the cgm had not been linking well to her omnipod 5 pod. Additional details were obtained by the dexcom technical support representative on 03/23/2026. She had self-treated with a bolus via her pump around lunch time without a cgm value. Several hours later on (B)(6) 2026 at around 3 - 3:30 pm while on a boat, the patient experienced nausea and did not have a glucometer with her to do a bg fs. She observed the cgm value was 77 mg/dl on the dexcom and omnipod 5 apps. She treated the low with glucose tablets but vomited afterward. She lost consciousness for an estimated 5-10 minutes, and emergency medical services (em)s was called by a boat company employee. The paramedic checked her bg fs value which showed 55 mg/dl. She did not remember the value on the dexcom app. The paramedics treated her with IV medication and oral liquid carbs in a pouch (glucose gel). She was transported to the hospital and received IV medications (fluids, dextrose, and antibiotics) as treatment for hypoglycemia, dehydration, a uti, and anemia. She remained at the hospital for 24 hours, and was discharged on (B)(6) 2026 around 5:00 pm in stable condition. Discharge medication included oral antibiotics (cefdinir 2-3 times a day) for the uti. During the follow up call by tech support on 03/23/2026 she clarified details. There was no accuracy issue and no allegation against the cgm by the patient. The cgm message displayed was estimated to be at 2:30 pm, duration approximately one hour. In hindsight she was not sure of the exact message displayed, it was signal loss or sensor error. At the time of the call, she was in good condition. No other information is available. The complaint states an unknown cgm message and communication issue. Data was provided for review evaluation. The performance data indicates that the alerts worked as intended as per the patient's settings (phone volume set to silent). Data analysis revealed that the patient experience temporary sensor failure for 10 minutes before going into urgent low threshold. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The wearable was inserted into the skin. On (B)(6) 2026, per documentation from the pump partner, it was reported that the patient experienced an unremembered cgm message and had a communication issue. At the time of the event, she utilized an omnipod 5 insulin pump. The sensor was insertion date and sensor location were not specified. The customer stated the cgm had not been linking well to her omnipod 5 pod. Additional details were obtained by the dexcom technical support representative on (B)(6) 2026. She had self-treated with a bolus via her pump around lunch time without a cgm value. Several hours later on (B)(6) 2026 at around 3 - 3:30 pm while on a boat, the patient experienced nausea and did not have a glucometer with her to do a bg fs. She observed the cgm value was 77 mg/dl on the dexcom and omnipod 5 apps. She treated the low with glucose tablets but vomited afterward. She lost consciousness for an estimated 5-10 minutes, and emergency medical services (em)s was called by a boat company employee. The paramedic checked her bg fs value which showed 55 mg/dl. She did not remember the value on the dexcom app. The paramedics treated her with IV medication and oral liquid carbs in a pouch (glucose gel). She was transported to the hospital and received IV medications (fluids, dextrose, and antibiotics) as treatment for hypoglycemia, dehydration, a uti, and anemia. She remained at the hospital for 24 hours, and was discharged on (B)(6) 2026 around 5:00 pm in stable condition. Discharge medication included oral antibiotics (cefdinir 2-3 times a day) for the uti. During the follow up call by tech support on (B)(6) 2026 she clarified details. There was no accuracy issue and no allegation against the cgm by the patient. The cgm message displayed was estimated to be at 2:30 pm, duration approximately one hour. In hindsight she was not sure of the exact message displayed, it was signal loss or sensor error. At the time of the call, she was in good condition. No other information is available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On 03/03/2026, per documentation from the pump partner, it was reported that the patient experienced an unremembered cgm message and had a communication issue. At the time of the event she utilized an omnipod 5 insulin pump. The sensor was insertion date and sensor location were not specified. The customer stated the cgm had not been linking well to her omnipod 5 pod. Additional details were obtained by the dexcom technical support representative on 03/23/2026. She had self-treated with a bolus via her pump around lunch time without a cgm value. Several hours later on (B)(6) 2026 at around 3 - 3:30 pm while on a boat, the patient experienced nausea and did not have a glucometer with her to do a bg fs. She observed the cgm value was 77 mg/dl on the dexcom and omnipod 5 apps. She treated the low with glucose tablets but vomited afterward. She lost consciousness for an estimated 5-10 minutes, and emergency medical services (em)s was called by a boat company employee. The paramedic checked her bg fs value which showed 55 mg/dl. She did not remember the value on the dexcom app. The paramedics treated her with IV medication and oral liquid carbs in a pouch (glucose gel). She was transported to the hospital and received IV medications (fluids, dextrose, and antibiotics) as treatment for hypoglycemia, dehydration, a uti, and anemia. She remained at the hospital for 24 hours, and was discharged on (B)(6) 2026 around 5:00 pm in stable condition. Discharge medication included oral antibiotics (cefdinir 2-3 times a day) for the uti. During the follow up call by tech support on 03/23/2026 she clarified details. There was no accuracy issue and no allegation against the cgm by the patient. The cgm message displayed was estimated to be at 2:30 pm, duration approximately one hour. In hindsight she was not sure of the exact message displayed, it was signal loss or sensor error. At the time of the call, she was in good condition. No other information is available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.